Event description:
New information received notes that the right atrial lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported, that a patient presented to clinic for follow up. Device interrogation revealed p-wave amplitude variation, high capture threshold, and far r wave oversensing on the atrial lead. The atrial lead was noted, to be dislodged. No changes or intervention was reported. There were no patient consequences.